Event description:
It was reported that during a farapulse pulmonary vein isolation procedure to treat atrial fibrillation, visible air bubbles were observed in the aspiration syringe of a faradrive sheath following insertion of the sheath into the patient when aspiration was attempted. No abnormalities were noted during preparation of the sheath. The only device that was inserted into the sheath was the dilator. While removing the dilator and prior to insertion of the farawave catheter, the sheath was continuously aspirating air. A pressure bag had been used for irrigation. No air was observed in the patient. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device was disposed and is not expected to return.